Event description:
It was reported that an ilet bionic pancreas displayed alarm 69 indicating an algorithm data parity check malfunction while the user was in training and preparing to start bionic mode, after which the device was shut down and the user was directed to transition to backup therapy and a replacement ilet was arranged. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy without hospitalization. Investigation included customer service review of the device-reported alarm, verification of shipping information, and collection of user feedback and education on handling highs and lows. Investigation of this case revealed a device software or data integrity malfunction consistent with an algorithm data parity error, with replacement of the pump as the corrective action. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to algorithm data integrity.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.